Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient called to state she has had problems ever since total hip surgery on right hip in (B)(6) 2006. She recently heard through a co-worker of the trident recall and she feels that her implant was part of the recall. She is soon to be scheduled to be revised.